Event description:
Boston scientific received info that there were 2-3 seconds of pacing inhibition observed. There were no adverse pt effects. No immediate info was available. The device and lead remains implanted. Add'l info was received that due to the pt's deteriorating condition, the outputs were changed maximum to regain capture. No adverse pt effect. The field rep stated no allegation against the device or leads.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.